Event description:
Pt's ot ultra meter powers off during use. Customer service walked pt through setting the meter options and checked the battery and meter still powers off during use. When the meter powers off during use, a pt cannot obtain a test result, which may lead to a delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter.